Event description:
Initially the patient called baxter technical service stating he needs supplies because he is in the hospital. The technical service representative (tsr) asked why the patient is in the hospital and the patient stated because he has peritonitis. Additional information was received on follow up by baxter pharmacovigilance on (B)(6) 2011 from a healthcare professional (hcp) and by baxter product surveillance on (B)(6) 2011 from a peritoneal dialysis nurse (pdn). On (B)(6) 2001, the patient began treatment with dianeal 1.5% and 2.5% regular calcium pd 2 solutions (doses, frequencies, and lots not reported) for automated peritoneal dialysis (apd). The pdn reported that the patient presented to the dialysis clinic with a fever, was admitted to the hospital (dates not specified) and diagnosed with peritonitis in (B)(6) 2011. There was no exit site or tunnel infection associated with the peritonitis. The patient received remedial treatment with unspecified antibiotics. The cause of the peritonitis was reported as unknown. Additionally, in the hcp's opinion, the cause of the peritonitis was not related to a baxter pd solution. Concomitant medications were not reported. On (B)(6) 2011 the pdn reported the patient had recovered from the peritonitis and is continuing with peritoneal dialysis therapy. The pdn reported no further clinical information is available at this time.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed and the cause was not identified because the disposable set was not returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A batch review was performed for potentially associated lot h11c31030 and an exception was noted for molding defect associated with the connector component. There is no evidence to support association to the reported problem. The affected product was 100% inspected. Corrective actions were implemented and effective. Quality inspections were acceptable with all product release requirements acceptable. A review of all batch record documents for potentially associated lots h11a13057, h11d25048, h11h02022, and h11h19059 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4)